Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the assay did not start during control solution tests with no assignable cause found. The meter also passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have results below the acceptable range when tested. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan¿s quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.